Event description:
It was reported from a social media account that the patient underwent an unspecified back procedure where allograft bone and rhbmp-2 was used. The patient stated it did not go well and that he continues to have chronic pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.